Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission indicated that the right ventricular (rv) lead had high pacing impedance, decreasing sensing, increasing pacing threshold, and noise which was consistent with potential lead fracture. The plan was to deactivate high voltage therapies. The lead remains in the patient. No patient complications have been reported as a result of this event.